Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-jul-2023 by a nurse, which refers to a female patient of an unknown age. The medical history of the patient included covid and penicillin allergies. The patient had previously received treatment with sculptra for the first time. On (B)(6) 2023, at 10.30 am, the patient received second treatment with 2 vials of sculptra (lot number 2j4591, expiry date oct-2025 and lot number 2j3746, expiry date may-2025) to pan facial area and temple using 22-gauge cannula with unknown injection technique. The hcp injected 3 ml of sculptra to the left temple. The sculptra was diluted as per the galderma sculptra protocol with sterile water and lidocaine. The sculptra was injected using 22-gauge cannula (intentional device misuse). According to the reporting hcp, she did not aspirate prior to injecting sculptra and reported that she was not trained to aspirate with sculptra. Same day after treatment, the patient looked fine until 6 pm and then experienced three prong like chicken foot of bruising (implant site bruising). The patient had an occlusion (vascular occlusion) in the left temple which was potentially venous and could be pressurized. There were no clots on the surface that could be visualized. The reporting hcp reported to the scripting physicians about the events and as per the physicians' advice, the hcp flushed the area with saline [sodium chloride], applied heat packs and massaged. The patient still had a sluggish capillary refill (poor peripheral circulation), bruising but no pain during the entire time. On 06-jul-2023 morning, the patient had returned to the clinic and the hcp flushed the area with 2 ml of 1% lignocaine [lidocaine], applied led for 45 mins, continued application of heat packs and massage. The reporting hcp was directed to put the patient in a hyperbaric chamber and to apply hydrocortisone [hydrocortisone] 25 mg, doxycycline [doxycycline] and start topical ointment of 0.2 % rectogesic [glyceryl trinitrate] vasodilator 4 times a day. After 2 hours treatment in the hyperbaric chamber unit, the consultant was happy with the results but advised that the patient would need another 3 treatments. The patient had one more treatment in the hyperbaric chamber and was still pale looking (implant site pallor). On (B)(6) 2023 at 8 am, the patient was scheduled for the third treatment in the hyperbaric chamber. On (B)(6) 2023, the patient was reviewed by hcp, and there was no necrosis seen and the capillary refill was great. The patient would continue to use gtn ointment until the tube has finished. She would be reviewed after a week. Outcome at the time of the report: prong like chicken foot of bruising was recovering/resolving. Occlusion was recovering/resolving. Sluggish capillary refill was recovering/resolving. Pale looking was recovering/resolving. Sculptra was injected using 22-gauge cannula was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 15-jul-2023 from the same reporter: patient gender, concomitant medications, suspect device implant location, lot number, expiry date, event location and outcome were updated.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of bruising, pallor at implant site and poor peripheral circulation were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion and their manifestations. Potential contributory factor includes injection technique. The sculptra was intentionally misused by injecting with 22-gauge cannula. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot numbers were valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-jul-2023 by a nurse which refers to a patient of an unknown age and gender. The medical history of the patient included covid and penicillin allergies. No information about concomitant medication has been provided. The patient had previously received treatment with sculptra for the first time. On (B)(6) 2023, at 10.30 am, the patient received second treatment with 2 vials of sculptra to unknown location using 22-gauge cannula (unknown lot number, injection technique). The sculptra was injected using 22-gauge cannula (intentional device misuse). According to the reporting hcp, she did not aspirate prior to injecting sculptra and reported that she was not trained to aspirate with sculptra. Same day after treatment, the patient looked fine until 6 pm and then experienced three prong like chicken foot of bruising (implant site bruising). The patient had an occlusion (vascular occlusion) in the temples which was potentially venous and could be pressurized. There were no clots on the surface that could be visualized. The reporting hcp reported to the scripting physicians about the events and as per the physicians' advice, the hcp flushed the area with saline [sodium chloride], applied heat packs and massaged. The patient still had a sluggish capillary refill (poor peripheral circulation), bruising but no pain during the entire time. On (B)(6) 2023 morning, the patient had returned to the clinic and the hcp flushed the area with 2 ml of 1% lignocaine [lidocaine], applied led for 45 mins, continued application of heat packs and massage. The reporting hcp was directed to put the patient in a hyperbaric chamber and to apply hydrocortisone [hydrocortisone] 25 mg, doxycycline [doxycycline] and start topical ointment of 0.2 % rectogesic [glyceryl trinitrate] vasodilator 4 times a day. After 2 hours treatment in the hyperbaric chamber unit, the consultant was happy with the results but advised that the patient would need another 3 treatments. The patient had one more treatment in the hyperbaric chamber and was still pale looking (implant site pallor). On (B)(6) 2023 at 8 am, the patient was scheduled for the third treatment in the hyperbaric chamber. Outcome at the time of the report: prong like chicken foot of bruising was unknown. Occlusion was unknown. Sluggish capillary refill was unknown. Pale looking was unknown. Sculptra was injected using 22-gauge cannula was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of bruising, pallor at implant site and poor peripheral circulation were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion and their manifestations. Potential contributory factor includes injection technique. The sculptra was intentionally misused by injecting with 22-gauge cannula. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.